Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of bone wax on the red connector. Pressure integrity testing was performed at 0.5 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device or the tubing connection. Reason for return was not confirmed. Correction b5. Medtronic received additional information that the customer advised that blood loss was only a few ml, but they do not know the exact amount. The customer stated that it was minimal with no adverse effect to the patient. No unplanned blood transfusion was required due to the leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported there was a connector issue. The issue was the red dialyse connector. The connector was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that a leak occurred. There was no damage observed to the device. There was no damage to the packaging (outer box, inner packaging or sterile barrier). Other devices in the same box/shipping container were not damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the customer advised that blood loss was only a few ml, but they do not know the exact amount. They stated that it was minimal with no adverse effect to the patient. No unplanned blood transfusion was required due to the leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.